Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported an audible alarm occurred; stopped pump may exceed tube set. The alarm was confirmed by telemetry. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. The motor stall was resolved.